Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with micro introducer, 7f 7cm. The customer states that during a procedure, dr was pulling the catheter back to treat the last segment and felt some resistance. Upon using some effort to pull back the catheter, the sheath and the catheter suddenly gave way and it was observed the sheath had ripped into 2 pieces. The hub was in the physician's hands and the distal part of the sheath remained in the pt's leg. The dr then had to make an incision to retrieve the distal part of the sheath, do two sutures to pt's incision, and prescribe topical/oral antibiotics.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.